Event description:
Tracheostomy cannula is broken into two pieces, surgical team and anesthesia teams are aware. Trach is currently working adequately connected to ventilator, but is at risk for an event by becoming dislodged.